Event description:
It was reported that the pump exhibited a scratched screen. During physical inspection, it was found that there was an issue with the upstream occlusion sensor. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and there was an upstream occlusion sensor issue. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal and upstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.